Event description:
It was reported that there may be early battery depletion. It was also reported that the right atrial lead impedance was out of range. The device was explanted and replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076-52 implantable pacing lead (B)(6) 2007; 6947-65 implantable tachy lead (B)(6) 2007.(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.